Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be slightly worn. A 'downstream occlusion' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the broken device beeper was the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm sound was "barely audible". There was unknown patient involvement.